Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following insertion of the intraocular lens (iol), noticed that there was a scratch on the lens. The lens was replaced and the procedure was completed during the initial procedure. Additional information was received stating the patient was not hospitalized for the event and there was no patient harm.

Manufacturer narrative:
The product was not returned. The customer provided the use of a qualified company cartridge and viscoelastic. The customer indicated the use of a non-qualified handpiece. The root cause is most likely related to a failure to follow the IFU (instructions for use). The account used an unqualified lens/cartridge/handpiece combination. The use of non-qualified combinations may result in delivery issues and/or damage. Information was provided that the lens was not available for evaluation. It was reported that the lens was removed and replaced, and that there was no patient harm. No further information has been provided. The manufacturer internal reference number is: (B)(4).